Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the sieve is leaking.per the independent repair center, the customer alleged problem is alarming or red light. The key failure is the sieve is leaking. As stated on the repair statement additional malfunction on this device: short circuit in the power switch.